Event description:
It was reported that patient that patients implantable pulse generator (ipg) was not working as intended and cause pain in the knee. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return due to facility policy. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient that patients implantable pulse generator (ipg) was not working as intended and cause pain in the knee. The patient underwent an ipg replacement procedure.